Event description:
It was reported that under infusion of fluorouracil and glucose medication was observed in a small volume folfusor. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. One sample was received containing approximately 58 ml of fluid in the bladder. Upon receipt, flow was visually observed at the distal luer. A functional flow rate test was conducted, and the flow rate was found to be within specification of the product. The reported problem was not confirmed. Upon completion of baxter's investigation, a follow-up will be submitted.